Event description:
It was reported that the apix table does not respond to inputs and will not move. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the cpu module. The system was tested and found to be working as intended and placed back into service.